Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced the power management board to resolve the issue. I completed a full system test (calibration, functionality, and safety checks), all tests passed to factory specifications. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of powering up but not charging batteries on ac. The fat performed a visual inspection and found the part to have a blown q27 component. This is a known issue that causes the batteries to not charge. Root cause is the blown q27. Further inspection is not needed due to the physical damage. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 initial reporter: (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had batteries which aren't holding a charge. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : e3 (occupation), h6 (type of investigation, investigation conclusions).